Manufacturer narrative:
Concomitant medical products: 5068-52 lead, implanted (B)(6) 2000. 5068-45 lead, implanted (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about four weeks after the device implant procedure, the patient experienced pocket pain, a "burning sensation" under the left arm with movement, and the patient also felt the device was "sticking out." The pocket was revised and the device remains in use. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.